Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2015 and presented on (B)(6) 2017 complaining of trouble with near vision in both eyes. A flap lift and rinse was done. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of trouble with near vision, that computer and distance are fine. The patient is at max correction +1.75. The patient had an expectation of seeing better. Account is reporting that patient's expectations are unrealistic for monovision. Patient reported symptoms are not interfering with daily activities. Patient had dry eye on (B)(6) 2017. Bcva from (B)(6) 2015: right eye pre-op 20/20 1.50 x -1.75 x 92; left eye pre-op 20/20 1.50 x -1.50 x 80. Bcva from (B)(6) 2016: right eye post-op 20/20 .00 x .00 x 90; left eye post-op 20/20 -2.50 x .00 x 90.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.